Event description:
It was reported that the sensor was bent .the customer stated that when they were putting the sensor into the serter, it broke. The needle broke off the sensor and stayed on the base. The customer's blood glucose was unknown. The customer stated that the sensor base remained on the pedestal while the serter was pulled away from the pedestal. Nothing further was reported.

Manufacturer narrative:
Analysis not required due to the complaint related to the enlite serter.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.